Event description:
It was reported that the transmitter stopped working. At midnight on 02/22/2023, the patient felt sick and started vomiting. It was reported that the patient was not wearing the cgm during this time because about less than an hour prior, the transmitter stopped working. During the time that the transmitter stopped working, it is unknown how long the patient not been getting readings on the cgm. The patient's grandmother called the patient's uncle to have him drive the patient to the hospital. At the hospital the doctor reported that the patient's blood sugar was unreadable because it was so high until a couple hours had passed and they were able to get a reading and it was 1,336 mg/dl. The patient was admitted to the intensive care unit (ICU) and was treated with insulin in moderate amounts until their blood glucose stabilized. The patient stated they did not know the reason their blood sugar was so high and was not sure if it was from dialysis (for a pre-existing condition) or from the medication they are currently taking. No product or data was provided for investigation. Problem could not be confirmed and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the initial MDR, a correction is required.